Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "equipment loses precision" (device operates differently than expected); "mark on lens." (Device or device component damaged by another device). A customer reported receiving an error message while performing laser. It was also reported that the intraocular lens was marked by the laser and that the laser loses precision. There was no patient harm.

Manufacturer narrative:
The facility spoke with technical services and it was determined that the error message given meant that an internal voltage suffered a variation above 55 volts since the last calibration. Therefore, the message code is only an advisory indicating the system had fired 10,000 shots. Technical support stated this was not a failure of the device and did not block the use of the laser. The reported equipment was concluded to be operating satisfactorily and presented no damaged. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).